Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 500 mg/dl using his elite meter. He retested using another meter and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.